Event description:
(B)(4).

Manufacturer narrative:
Device evaluation: no samples were made available related to this report. The investigation was performed based on previous complaints received with the sample reported defects. As 3 reports indicated leaking proximal to the filter it was concluded the leak was associated with a lack of solvent and an under insertion of the tubing into the joint during bonding. As this is a manufacturing issue, a visual aid has been created for use by assembly personnel during the bonding of the tubing to the filter. The visual aid specifies the proper application of solvent and insertion depth of tubing into the filter. It also specifies the rejection of inadequately bonded filter and tubing assemblies. All relevant manufacturing personnel were retrained. The fourth reported a leak from the vent hole of the filter. A corrective action has been issued to the component supplier to identify the source of the leakage.